Event description:
It was reported to covidien on (B)(4) 2012, that a customer had an issue with tumescent infiltration pump. The customer stated that pump is not keeping up with speed-pumps slowly.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.